Event description:
Consumer complaint of low blood results via susan (wife). Expected blood glucose results range from 110 to 120 mg/dl. Comparing results to other undisclosed meter. Back to back blood test performed during call ((B)(6) 2013; 9:50 am) with results of 132 mg/dl and 137 mg/dl. Test strips lot MFR's expiration date is 01/31/2015. Recall test results performed fasting from meter memory: (B)(6), 7:20 am, 70 mg/dl; (B)(6), 1:26 am, 126 mg/dl; (B)(6), 7:31 am, 69 mg/dl; (B)(6), 8:30 am, 89 mg/dl; (B)(6), 10:07 am, 105 mg/dl. Based on the customers expected results (120) and the lowest result in memory (69). The complaint is reportable. (Zone b/c). Adverse event not reported.

Manufacturer narrative:
Internal report # (B)(4). Prod not yet returned for eval. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013). Most likely underlying root cause of malfunction:user had an inaccurate reference.